Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer and to update the following sections: g3, g6, h2, h6 and h10. Multiple documented attempts to obtain additional information from the user facility have been unsuccessful, to-date. Based on the results of the investigation, the probable cause is likely the castors (considered consumable items) were not replaced during a routine service check. As stated on the IFU (instruction for use) and as a preventive measure, the IFU notes 6 monthly checks should be carried out, and to replace the castors if damage is observed. The legal manufacturer will continue to monitor the field performance of this device.

Manufacturer narrative:
The subject device referenced in this report was not returned for evaluation. The issue was resolved with technical support via telephone, as the customer requested to purchase a replacement caster/parts to remove and replace the damaged caster. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility reported, during an unspecified event the bolt that hold the non-brake castor on the workstation broke in half. There was no report of patient or user injury or harm.